Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Rupture occurred intra-operatively. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a cpx4 with suture tabs tall height smooth expander had an intra-operative deflation during an unspecified breast surgery. There were no reported procedural delays or patient consequences.

Manufacturer narrative:
On 10/14/2019, mentor received an update on events submitted in the initial report. Mentor has received information indicating that the device was not deflated intraoperatively. Therefore, this event which was previously reported as a malfunction will now be reported as a serious injury. Sections a and b of this form have been updated accordingly. It was reported to the FDA in uf/importer report #1000060000-2019-8031 that a 450cc mentor suture tabs tall height smooth expander was previously placed into the patient. Upon explantation on (B)(6) 2019 the surgeon discovered an unspecified defect on one of the tabs, which likely led to the deflation. The impacted product was then replaced with an unspecified tissue expander. The report also included complete section e information, which has also been updated accordingly on this supplemental. Manufacturer's reference number: (B)(4).